Event description:
Customer reported that the bolus history was not recording past boluses. Customer stated that there was a missing bolus on (B)(6) and the next day they woke up with high blood glucose readings. Customer stated that due to these issues they believe there may be a delivery anomaly. Self test was performed and passed. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.